Event description:
The suspect device result was 81 mg/dl right after the user ate breakfast. They dosed insulin and a few hours later was incoherent. Family member used the device to check pt's glucose and the result was lo. Family member called the emergency medical technician and when they arrived, they gave pt two vials of sugar water and glucose jel. Controls were not used. The device was replaced and requested to be returned for evaluation.